Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx16mm intracranial stent (encr401612, 8302883) became impeded at the distal end of an unspecified the microcatheter (mc) and could not pass through the microcatheter. The physician only retracted the stent out, it was found that the stent was released in vitro automatically. The stent body was separated prematurely from the delivery wire. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 08-jul-2024 indicated that there was no evidence of physical material within the device. There was no excessive force used with the device. The microcatheter used was a 0.21 j&j. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4mmx16mm intracranial stent (encr401612, 8302883) became impeded at the distal end of an unspecified the microcatheter (mc) and could not pass through the microcatheter. The physician only retracted the stent out, it was found that the stent was released in vitro automatically. The stent body was separated prematurely from the delivery wire. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 08-jul-2024 indicated that there was no evidence of physical material within the device. There was no excessive force used with the device. The microcatheter used was a 0.21 j&j. There were no procedural delays due to the event. A non-sterile enterprise2 4mmx16mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was detached from the delivery system. No damages were noted on the components of the enterprise. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The issue regarding a stent being impeded at distal end of the microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. However, the issue reported regarding the stent body prematurely detaching from the delivery wire was confirmed. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. With the information available, the root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.